Event description:
It was reported that the patient is experiencing continued pain and swelling with femoral component radiolucency and possible loosening approximately five (5) years following left knee arthroplasty. No additional patient consequences were reported. Initial operative notes note no intraoperative complications.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - mak orthopedic salvage system rs distal femoral component left 8.5 catalog #: cp113821 lot #: 230960, orthopedic salvage system rs non-modular tibial plate 67mm catalog #: 161039 lot #: 688410, orthopedic salvage system rs axle catalog #: 161035 lot #: 228810, orthopedic salvage system rs polyethylene femoral bushings catalog #: 161034 lot #: 685750, orthopedic salvage system mak locking pin catalog #: 110008542 lot #: 251420, orthopedic salvage system reinforced yoke catalog #: 150493 lot #: 911970, orthopedic salvage system mak side lock stem screw catalog #: cp113455 lot #: 603040, orthopedic salvage system segmental stacking adapter catalog #: 150483 lot #: 259360, orthopedic salvage system polyethylene tibial bushing catalog #: 150476 lot #: 221860, orthopedic salvage system mak bumper catalog #: cp113824 lot #: 151920, orthopedic salvage system polyethylene tibial bearing 12mm catalog #: 150410 lot #: 050980, orthopedic salvage system elliptical diaphyseal segment 3cm catalog #: 150461 lot #: 328080, orthopedic salvage system rs proximal tibial sleeve 3cm catalog #: 161023 lot #: 620850. H6 - component code - proposed code is mechanical (g04) stem. The complainant has indicated that the product will not be returned to zimmer biomet for investigation as the device remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, g3, g6, h2, h3, h6, h11. Radiographic evaluation confirmed a radiolucent line around the femoral component and medical records confirmed the patient was experiencing tenderness with moderate swelling. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.